Manufacturer narrative:
Return of product has been requested. Reporter provided lot number but is unwilling to return product. Product not provided by the reporter, therefore unable to proceed with full product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Knocked a nerve in tooth/sending a vibration and a shock to all the nerves in teeth [tooth injury]; sharp pain on teeth where brushing [toothache]; oral b toothbrush sending vibration and shock to all the nerves in teeth/knocked nerve in tooth/causing sharp pains where brushing [injury associated with device]. Case description: a (B)(6) male consumer reported via phone on 18-oct-2016 using an oral-b professional care rechargeable toothbrush trizone 670 for the first time, 2 minutes twice a day for about 8 days beginning on an unknown date, and after 8 days of using he could feel sharp pains in his teeth where he was brushing and it knocked a nerve in his tooth. He described that he has perfect teeth and that he visited a dentist at a dental hospital and was told that the toothbrush is sending a vibration and shock to all the nerves in his teeth. He stated that he had to have one extraction and one full root canal and had to take 2 weeks off work due to this. He reported that he discontinued use 2 weeks ago and that his symptoms have improved since using a manual toothbrush. He stated that he does not have documents saying it was caused by an electric toothbrush but was advised not to use the trizone. He reported that he has a doctor's note for when he was off work. Relevant history: allergy-none. The case outcome was improved. No further information was provided.